Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported the patient has peritonitis and has to do manuals. Upon follow up, the pdrn stated the patient was experiencing abdominal pain. A s a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and had a pd culture obtained. Per the pdrn, the pd culture generated growth of yeast. The patient is being treated with intra-peritoneal (ip) vancomycin 2 grams every 5 days and oral fluconazole 200 mg daily for 21 days. The patient is continuing pd treatment with the same cycler without any issues. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in infection control at home whereby it was stated the patient does not regularly bleach the stay safe organizer as instructed. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.